Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-18. H6: investigation summary: customer returned (3) 3/10cc, 8mm, 31g syringes in open poly bags from lot # 0132200 and (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 0153971. Customer states that the needle shield was difficult to remove and the needle hub separated and stayed inside of the shield. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted for out of spec shield pulls. A review of the device history record was completed for batch # 0153971 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200899656] noted for out of spec shield pull. There was one (1) notification [200899210] noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure (hub separates). Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Capa1630423 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no:328438 batch no: 0132200, 0153971. It was reported that the needle hub separated and stayed inside of the shield. Also, the needle shield was difficult to remove. Verbatim: consumer reported needle hub separated and stayed inside of the shield. Also reported needle shield was difficult to remove. Issue involves 2 different lots, same product.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0132200; medical device expiration date: 2025-05-31; device manufacture date: 2020-05-11. Medical device lot #: 0153971; medical device expiration date: 2025-06-30; device manufacture date: 2020-06-01. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 8mm whole unit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no:328438; batch no: 0132200, 0153971. It was reported that the needle hub separated, and stayed inside of the shield. Also, the needle shield was difficult to remove. Verbatim: consumer reported needle hub separated, and stayed inside of the shield. Also reported needle shield was difficult to remove. Issue involves 2 different lots, same product.